Event description:
The following was initially reported to the FDA on 07/28/2017: "during an endoscopic procedure, the physician used an instinct endoscopic hemoclip. As reported to customer relations: "early deployment when attempting to open clip unexpectedly."' Additional information received on 08/16/2017: per update from customer, I heard back from the reporters on these reports and they let me know that the area representative visited the site and worked with them. Since then, they have not had any further issues and feel that the additional instruction/review of the device was what was needed. Therefore, [they] do not plan to complete the questions and consider these reports closed. Additional information received on 09/06/2017: the customer has replied to the request for tracking # that the end user has rescinded their product feedback as the end user feels that the difficulty was due to an education deficit. Therefore, no tracking information was provided.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The IFU states: ¿endoscope must remain as straight as possible when inserting or withdrawing device.¿ the IFU states: ¿with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Further attempts to open the clip in this state may cause the clip to prematurely deploy in either the opened or closed position. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used an instinct endoscopic hemoclip. As reported to customer relations: "early deployment when attempting to open clip unexpectedly."